Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Event description:
Customer contacted technical support (ts) stating that unit's alarm led is defective. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
Customer contacted technical support (ts) stating that unit's alarm led is defective. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer has a part contract. The part was shipped to the customer. No part was received for evaluation but previous investigations have shown excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.